Event description:
Home patient (hp) reports minicaps with insufficient povidone iodine. Hp states sponges vary in color from yellow beige to dark brown. No pt injury or medical intervention related to these incidents per hp.